Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced pain at the puncture site and a bump had formed. When the bump was getting bigger in size, the patient decided to go to a healthcare provider (hcp). The hcp cut open the bump, a sensor wire was discovered that had caused an infection. It was confirmed that no stitches were needed and after the procedure the patient did not receive any further medication, and the wound was left to heal on its own. It was not confirmed how much time the patient spent in total in the hospital, but it was described as ¿not long¿. Additionally, the patient reported that a the other piece of the sensor wire was attached to the sensor pod. At the time of the report the patient was stable, but had a little scar, and a bit of discomfort. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A photograph was provided for investigation on 03/13/2024. The photograph was a picture of the insertion site of this alleged sensor after the patient's surgical procedure. The allegation confirmed surgical intervention to remove the sensor wire via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.